Event description:
A customer contacted beckman coulter inc (bec) reported that there was a bloody leak coming from the air mix temperature control (amtc) module on the unicel dxh 800 coulter cellular analysis system. The customer indicated that the drip tray below the amtc in the instrument was full. The customer was wearing a gown, gloves, and goggles during the time of the event. There was no contact to open wounds or mucous membranes and no patient results were affected. There was no death, injury, or affect to patient treatment.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse observed that the cause of the leak was attributed to a plugged drain pathway in the nucleated red blood count (nrbc) mixing chamber. The fse replaced the nrbc mixing chamber that had cork bits plugging the drain pathway. The issue was resolved. Per labeling, beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).